Event description:
It was reported that error alarm 44510. Battery cover opened for 10 seconds and re-secured. Display now reads error alarm 537528. Opened and closed battery cover again but alarm persists. Patient does not have any replacement batteries. Instructed patient to remove batteries to turn pump off and clamp tubing. Patient will call clinic when they open this morning for further instruction. No further questions at this time. Patient not affected no additional information available

Manufacturer narrative:
Other, other text: the catalog number was incorrectly documented, in the initial report. (Updated d4b)